Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Na.

Event description:
The customer stated that one patient received an erroneous result when tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 3.6 inr. Another sample from the patient was immediately tested on a second coaguchek xs meter, resulting as 3.0 inr. A few minutes later, a sample from the patient was tested in the laboratory with an unknown method, resulting as 2.7 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The customer's product was requested for investigation and replacement product was sent to the customer. Retention test strips (lot 304974) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The customer's meter and 2 vials of test strips were returned for investigation. The returned meter and test strips were measured with retention control material. Testing results (qc range = 1.9 - 2.9 inr): vial# 1: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. Vial# 2 qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.